Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted to treat urinary incontinence. The patient experienced extreme pain, urinary tract infections and other infections within days after the surgery. No additional information is available.